Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer jammed. A field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system drawer 3 & 4 are jammed. The customer stated that she was not able to issue med from drawer 3, the drawer was jammed. There was a delay in patient medications, no harm or discomfort to patient because staff was able to get meds elsewhere. There were no adverse events or injuries reported based on this incident.